Manufacturer narrative:
Device system was returned to the manufacturer from the medical examiner post autopsy and information received indicated cause of death was arteriosclerotic cardiovascular disease. Additional information received indicated that the patient walked in door of house (B)(6) after device implant and "dropped dead". No arrhythmias were present on interrogation. Cause of death provided as sudden death- electromechanical disassociation/pulseless electrical activity. A statement from the physician indicated death was not related to the device or lead system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Device system was returned to the manufacturer from the medical examiner post autopsy and information received indicated cause of death was arteriosclerotic cardiovascular disease. Additional information received indicated that the patient walked in door of house one day after device implant and "dropped dead". No arrhythmias were present on interrogation. Cause of death provided as sudden death- electromechanical disassociation/pulseless electrical activity. A statement from the physician indicated death was not related to the device or lead system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) no anomalies found, defib conductor distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, all insulators breached cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
Device system was returned to the manufacturer from the medical examiner post autopsy and information received indicated cause of death was arteriosclerotic cardiovascular disease. Additional information received indicated that the patient walked in door of house one day after device implant and "dropped dead". No arrhythmias were present on interrogation. Cause of death provided as sudden death- electromechanical disassociation/pulseless electrical activity. A statement from the physician indicated death was not related to the device or lead system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died the day after system implant. The device was interrogated the morning of the patients's death and it was reported by the manufacturer's representative that the device was working within normal limits. The patient was discharged to home and was later returned to the hospital where resuscitation efforts were not successful. Interrogation during the resuscitation efforts revealed that the number of intervals to detect was higher than previously that day and that oversensing was present which had not been in prior interrogation. A hospital physician stated that cause of death may have been a pulmonary embolus. Cause of death has been requested but not received.

Manufacturer narrative:
Additional information received indicated that the patient walked in door of house one day after device implant and "dropped dead". No arrhythmias were present on interrogation. Cause of death provided as sudden death- electromechanical disassociation/pulseless electrical activity. A statement from the physician indicated death was not related to the device or lead system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.